Event description:
Clinical rationale/review: an impella cp support was placed via the femoral artery to support the 62 year female patient who had been admitted in with an acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The pump was to be placed in combination with a vent for respiratory support and ECMO. The pump failed in the preparation and was replaced. The console had alarmed with "device defective". The pump replacement will be conservatively reported for hemodynamic instability due to support delay, however the exchange was performed with no consequence to the patient and support noted/reported.

Manufacturer narrative:
The impella device was discarded from the customer; therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of failure to detect purge cassette, pump or catheter was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Corrected information: h6 med dev probl code changed from a0207 to a1301.